Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and provided instructions to reset the current pump, allowing the customer to continue using it until the replacement pump arrives. Additionally, the customer was guided on how to return the problematic pump to tandem.